Event description:
The rptr indicated that the pt was in for a follow-up visit. The pacer showed vvi pacing at 76 ppm. Applying the magnet caused no change in pacing. The device could not be interrogated; repeatedly received the "electrical interference or wrong device" message. Cycling power of the programmer made no difference. Using sf3 test in "gain selection" gave only the "noise" result when in place over the pacer, while it gave the "no signal" message when the wand was held in the air.